Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30 bd pen ndl 32ga 4mm were unable to deliver insulin or medication. The following information was provided by the initial reporter: the consumer reported no insulin flow during injection affecting 30 pen needles so far and the consumer does not prime before injection. Date of event: unknown. Samples: available.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that 30 bd pen ndl 32ga 4mm were unable to deliver insulin or medication. The following information was provided by the initial reporter : the consumer reported no insulin flow during injection affecting 30 pen needles so far and the consumer does not prime before injection. Date of event : unknown. Samples : available.